Event description:
A technician reported that a pt who had undergone lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in both eyes. The topical steroid drops were prescribed, the dlk has resolved, and the pt has finished the drop therapy. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).